Manufacturer narrative:
Retainer ring = clear patient passed away on (B)(6) 2021. Device was returned with no allegation. Device received with a depleted duracell alkaline battery installed. Device passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. History download was successful using thus and carelink upload was successful. Device had minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, keypad overlay texture damage, stained keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: (B)(6) 2021, dailytotalofallinsulindelivered = (B)(4). (B)(6) 2021, dailytotalofallinsulindelivered = (B)(4). (B)(6) 2021,dailytotalofallinsulindelivered = (B)(4). (B)(6) 2021, dailytotalofallinsulindelivered =(B)(4). (B)(6) 2021,dailytotalofallinsulindelivered = (B)(4). (B)(6) 2021,dailytotalofallinsulindelivered = (B)(4). (B)(6) 2021,dailytotalofallinsulindelivered = (B)(4). There was no data listed after (B)(6) 2021. Device tested ok. Device returned with no allegation. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear device received with a depleted duracell alkaline battery installed. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. History download was successful using thus and care link upload was successful. Device had minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, keypad overlay texture damage, stained keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Please see section b5 for an updated narrative. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer's spouse reported via phone call that the customer passed away at home on (B)(6) 2021. The customer was not taken to the hospital. The cause of death was reported as low blood glucose and cardiac arrest. The customer's blood glucose at the time of death was 17 mg/dl. On the day prior, (B)(6) 2021 the customer had their infusion set fall out and had low blood glucose, but no glucose value was provided. At that time, the customer treated with juice and ate dinner, and also did not reconnect their insulin pump. On (B)(6) 2021 the customer's blood glucose was again low, and the caller gave them juice and called emergency medical services. The caller reported the customer had a seizure and went into cardiac arrest prior to emergency medical services arriving on the scene. The caller stated emergency medical services worked on the customer and were able to get their blood glucose up to 17 mg/dl but they never responded and passed away at home. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected 1-day prior to passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the customer passed away at home. The customer was hospitalized on (B)(6) 2021, due to emergency medical services. The cause of death was low blood glucose and cardiac arrest. The caller stated that the customer had low blood glucose that may have led to the cardiac arrest and caused customer's passing. The customers blood glucose was 17 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The customer was not using sensors. The insulin pump had been disconnected 1-day hours prior to passing. Customer stated that the infusion set of insulin pump fell out and the blood glucose was low. Customer treated low blood glucose with juice. The caller agreed to return the insulin pump for analysis.